Event description:
Balloon burst.

Manufacturer narrative:
The info from the affiliate indicated the following: during a procedure on a female pt, the balloon burst. The target vessel was the femoral artery which was described as calcified. There were no reported adverse effects to the pt. There was no add'l info available such as: atmospheres of pressure when the balloon burst, event date, or an inflation device was used. Another balloon was used to complete the procedure. The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.